Event description:
During surgery the surgeon was twisting on a screw when the screw head and part of the shaft disassembled from the rest of the screw. The surgeon was not able to remove the rest of the shaft, and left it in the pt's jaw.

Manufacturer narrative:
Investigation in progress, but not yet complete.